Event description:
It was reported by the affiliate when the blade of the dcs12 was opened it was noted the sheath was cracked at the base of the blades. There was no pt consequence.

Manufacturer narrative:
Tracking #.44109. Ees #.974608/symbiosis. D5,6; h4: info not available. H6; split insulation sheath. Endopath curved scissors: the analysis confirmed that all of the returned instruments had splits in the insulation sheaths. It was concluded that the sheaths split during the sterilization process. The appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. This inquiry was originally reported as an rpo "record purpose only."